Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report that after insertion, the insertion needle detached from the barrel on (B)(6) 2014. Patient did not report any discomfort at insertion site. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported missing sensor wire.